Event description:
It was reported that there was a worsening of pace/sense thresholds and impedances. The patient received phrenic stimulation due to right stimulation. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.